Event description:
The customer stated that the unit will no longer finish powering up with known good batteries. No pt involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon its completion, a supplemental will be submitted.